Event description:
Device 1 of 3. Reference MFR report: 1627487-2014-26812, 1627487-2014-26814. The patient has a scs system which includes two extensions from the same lot. It was reported the patient is not receiving effective stimulation after a lead replacement procedure (reference MFR report: 1627487-2014-20084). Lead diagnostics showed low impedances and reprogramming was only able to provide a very weak sensation on the ipg area. Follow up information identified that lead has migrated. Surgical intervention may be pending.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.